Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. The analyst noted the suture was not present on the anchor sleeve. A suture appears to been used on the second groove on the anchor sleeve. There is a cut on the anchor sleeve. It can not be determined if the suture was tight on the anchor sleeve since the suture was not present. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right ventricular (rv) lead had dislodged. During the lead revision procedure the physician indicated that the lead was able to slide through the suture sleeve, with most of the lead residing in the pocket with the tip of the lead near the right atrial (ra) / superior vena cava (svc) junction. The lead was extracted and replaced. No patient complications have been reported as a result of this event.